Event description:
It was reported that the device could not be interrogated via inductive telemetry. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.